Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The primary disease was chronic total occlusion. The lesion was 100% stenosed, which was located in a moderately tortuous and calcified left anterior descending artery. "The apex balloon was used for anchor." The 2.5x20mm apex monorail balloon ruptured at 6 atmospheres. The balloon was removed intact. A taxus stent was used. The procedure was completed with another of the same device. The patient status is good with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.